Event description:
It was reported that during a coronary drug eluting treatment procedure, blood was seeping into the inflation device. During positioning of a taxus express2 2.75 x 8 mm stent in the saphenous vein graft (svg) to the circumflex (cx) it was noticed that there was blood seeping into the inflation device. The entire catheter was removed without complication. Consequently, the taxus stent was never deployed. It was suggested that there was a pinhole leak in the balloon. The procedure was successfully completed using another of the same device. Pt status is reported as "satisfactory/good."